Event description:
One june 14, 2006, the lay user/pt contacted lifescan alleging that her one touch ultrasmart meter was not working. The pt reported that she went into a coma and had to be rushed to the hosp on june 9th. The customer care advocate was unable to complete troubleshooting. The meter, test strips, and control solution were replaced. The senior med affairs specialist spoke with the pt on june 14th to obtain/clarify info. The pt reported that she started using the meter within the last year and had been obtaining various error messages two weeks prior to calling lfs. She was unable to specify the actual error messages. She had been attempting to test 4 times daily; however, the meter would prompt error messages. She also had been maintaining her unk oral medication regimen and a set amount of humulin 70/30 (20 units/am and 10 units/pm). On june 9th she began feeling tired and as though her blood glucose was low around 6:00 pm. She attempted to test throughout the day and did not attempt to test after the onset of her symptoms. The pt was very vague and unable to specifically answer whether she tested or ate usual meals on the day of concern. She put her head down and lost consciousness around 7:00 pm. Her boyfriend contacted the paramedics and within mins they arrived. They were unable to test her blood glucose level and rushed her to the hosp. Her glucose level tested at 27 mg/dl in the ER. She was administered IV glucose and admitted overnight. A diagnosis was not conveyed to the pt. The pt was unwilling to go through troubleshooting, therefore, the issue(s) was unresolved. This complaint is being reported due to the following conclusion: the pt claimed that the meter was not working and later became hypoglycemic.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.device ID# 1-av-1131.